Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while holding the skull with a skull lock, it was noted that the screw was broken. Replaced the screw skull lock fixation, causing secondary harm to the patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): part # 04.503.104.01c. Lot # 36957p6. Manufacturing site: werk selzach. Supplier : (B)(4). Release to warehouse date: 08 oct 2024. Expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received from sales rep via phone today states that after investigation, the patient underwent evacuation of intracranial hematoma on (B)(6) 2025 due to "intracranial hematoma". During the surgery, the surgeon used 04.503.104.01c for skull fixation. During the fixation, the screw broken. The surgeon immediately removed the broken screw. Since the original screw hole was enlarged during removal, the surgeon implanted a new screw (specific code unknown) in a new position after removal. The subsequent surgery went smoothly. The surgical time was extended about half an hour. This event caused no other harm to the patient except for the delayed surgery time. The patient was discharged smoothly currently, and no subsequent adverse event report was received.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.